Event description:
Procedure: laparoscopic nephrectomy. Reportedly, a portion of the seal was found to be broken off near the end of the case. The portion broken was found and retrieved from the surgical cavity. No injury reported.